Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire could not be positively identified but is likely excessive force . No adverse event resulted from the open wire.